Manufacturer narrative:
Per the initial reporter, the device will not be returned as it was discarded. Event was reported to the (B)(6). (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the micropuncture transitionless access set introducer fractured and a portion remained within the patient's anatomy. The surgeon was unaware that the device portion remained, and did not retrieve it. The device portion was successfully removed under radiological examination on (B)(6) 2017. Additional information regarding event details and patient outcome has been requested, but is not available at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Venous insufficiency, per information received on 06mar2018, the introducer fractured during a transluminal occlusion of perforators (trlop) procedure for a perforator vein. The trlop was reported to be completed at a later date, and the fractured device portion was identified and extracted on (B)(6) 2017 under ultrasound-guided surgery (uss). The patient was reported to have experienced localized pain due to this occurrence. (B)(4) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.